Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer called to order part number 1025378, referred her to dealer. She stated seat is broke.